Event description:
It was reported that during inspection for use the bronchofibervideoscope did not display in image. These was no report for patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 additional information: d9, h4. The device was returned to olympus for inspection, and the reported failure of no image was confirmed. Based on the results of the investigation, the probable causes of the alleged failure of ¿no image¿ is due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer